Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency. It was reported that it was determined the patient was trialing on 2 sides. The patient stated they were on the right side. While on the call, they turned it down to 3.8 where they could barely feel the stimulation and then turned the stimulation up to 4. The patient stated they did not feel the stimulation when they stood up. The patient increased some more and stated that when they were walking around it was making their right leg numb. Patient services advised the patient the stimulation should never be uncomfortable so the patient turned it down to 4.1. The patient stated they felt the stimulation in their hip and in their vaginal area and confirmed that they felt the stimulation in their hip and vaginal area since yesterday when they turned their therapy on. The patient stated the left side didn't work and clarified they had changed to the left side earlier and hadn't felt anything at 4 ma. While on the call, the patient changed to the left side and increased the stimulation to 5.4, where they felt something but that it hurt and felt like they were "sitting on something." Patient services advised the patient that as they were trialing they should stay on the side they were sent home on and that the patient was supposed to monitor how their symptoms responded to that side. The patient changed back to the right side where again they confirmed feeling the stimulation in their hip that ran into their vaginal area. The patient also reported that after the procedure their whole stool changed; it was different from what it used to be. The patient was going to monitor their symptoms in their symptom journal. Additional information was receive from the patient. The patient said that their tummy hurts and its cramping. Additional information was  received from the patient on 2022-01-02. Patient stated that she had to return to the doctor's office to have her wires taped back up because they were loose and hanging down to her buttocks. She has not had a significant bowel movement in 3 days. She said that when they placed the wires it was very painful and she hopes that removing them doesn't feel that way.

Manufacturer narrative:
Continuation of concomitant medical products: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.